Manufacturer narrative:
MFR report is associated with argus case (B)(4), super poligrip denture adhesive powder.

Event description:
I developed oral cancer on the roof of my mouth [oral cancer stage unspecified]. Case description: this case was reported by a consumer and described the occurrence of oral cancer stage unspecified in a (B)(6) male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number unknown, expiry date unknown) for denture wearer. The patient's past medical history included surgery and radiation therapy. Concomitant products included no therapy. In (B)(6) 1990, the patient started super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip denture adhesive powder, the patient experienced oral cancer stage unspecified (serious criteria gsk medically significant). On an unknown date, the outcome of the oral cancer stage unspecified was recovered/resolved. It was unknown if the reporter considered the oral cancer stage unspecified to be related to super poligrip denture adhesive powder. Additional information: adverse event information was received via call on 30 january 2019. The consumer reported that "I have been a consumer of poligrip since 1990 until 2017. I noticed they called it off the shelves for a while, what was the reason for that? The reason why I asked is I developed oral cancer on the roof of my mouth. I was wondering if this product has something to do with it because I don't drink alcohol, I don't chew tobacco and I don't smoke. I had my dentures in 1990, it was a loose fitting and I was using the powder. 20-25 years later, I developed cancer. I was using it constantly 7 days a week every day. I had surgery, I had radiation 5 days a week, for 6 weeks, it is showing up that I am cancer free right now. I have to wear prosthetic teeth. I got a hole on the roof of my mouth. My next doctor's appointment is this (B)(6). I only use it (before) at the top dentures. I stopped using the product before my surgery on (B)(6) 2017. I did not spoke with my doctor that I am using the product." The consumer also stated that "I have not spoken with my attorney about this issue but I am planning to, for me get more information". The only product that the consumer had was a stock that he did not use (with lot 2y2a).